Manufacturer narrative:
Block h2 (correction): block h6 statement has been corrected. Block h6: imdrf device code a050502 captures the reportable event of bands misfired. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it, and two of the bands were damaged. In addition, the ligator housing teeth were found damaged. The handle slot did not show evidence of the trip wire being secured. No other problems with the device were noted. The reported complaint of bands misfired was confirmed. Upon analysis, the returned ligator housing had five bands attached, two of the bands and the ligator housing teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, the technique used by the physician during the procedure was the reason why the bands ended up getting damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." It is most likely that since the trip wire was not secured into the handle slot, the trip wire was loose within the handle wheel and combined with the damages on the ligator housing teeth, this provoked the misfire during the procedure. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to deploy the band, the first band was successfully deployed; however, when the second band was deployed, "it was lost in the movement." The procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band misfired.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024 . During the procedure, when attempting to deploy the band, the first band was successfully deployed; however, when the second band was deployed, "it was lost in the movement." The procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band misfired.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired.